Event description:
Same case MDR ID# 2134265-2013-04988. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). After an unspecified guide wire crossed the lesion, intravascular ultrasound (ivus) was performed and the lesion was predilated using an unspecified balloon catheter. After deployment of a 6mm non-bsc stent, the guide wire came out; therefore, the physician recrossed the lesion with the guidewire. When the physician attempted to postdilate the lesion with a 4mm x 40mm x 146cm coyote es balloon catheter, the stent was deformed. It seemed as though the guide wire went through outside the stent. The guidewire was repositioned and recrossed inside the stent. Ivus was performed. Postdilation was attempted again with the coyote balloon catheter; however, the balloon came into contact with the deformed stent strut and the balloon ruptured at an unknown inflation with unspecified atm. The device was exchanged with a 5.0mm x 40mm, 75cm mustang balloon catheter however upon unknown inflation at an unspecified atm, the balloon ruptured. The procedure was then completed with a symmetry balloon catheter. No patient complication were reported and the patient status was good.

Event description:
Same case MDR ID# 2134265-2013-04988. It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). After an unspecified guide wire crossed the lesion, intravascular ultrasound (ivus) was performed and the lesion was predilated using an unspecified balloon catheter. After deployment of a 6mm non-bsc stent, the guide wire came out; therefore, the physician recrossed the lesion with the guidewire. When the physician attempted to postdilate the lesion with a 4mm x 40mm x 146cm coyote¿ es balloon catheter, the stent was deformed. It seemed as though the guide wire went through outside the stent. The guidewire was repositioned and recrossed inside the stent. Ivus was performed. Postdilation was attempted again with the coyote balloon catheter; however, the balloon came into contact with the deformed stent strut and the balloon ruptured at an unknown inflation with unspecified atm. The device was exchanged with a 5.0mm x 40mm, 75cm mustang¿ balloon catheter however upon unknown inflation at an unspecified atm, the balloon ruptured. The procedure was then completed with a symmetry balloon catheter. No patient complication were reported and the patient status was good.

Manufacturer narrative:
Age time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the coyote es catheter was received inside a coyote es shelf box that matched the information on the device. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).